Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 198 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.